Manufacturer narrative:
Additional information: patient demographics now provided.

Manufacturer narrative:
On 01/30/2017 software analysis was unable to determine probable cause with the information provided. This issue was documented in a medtronic software anomaly tracking database. On 01/31/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in set-up for an electrode and probe placement procedure, the navigation system unexpectedly became unresponsive a few times. Re-booting the navigation system restored normal function. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.